Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/20/2015, belt 03/28/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received two inappropriate treatments in response to motion artifact. Per the continuous ECG recording, the patient was in an idioventricular rhythm at 75 bpm at 00:43:07 on (B)(6) 2021. The rhythm changed to vf at 00:47:27. The lifevest detected the vf as asystole because the vf had a fundamental frequency less than 2.5 hz/150 bpm, which is below the physician prescribed threshold. At 00:50:46, the vf diminished to asystole. The patient received the first inappropriate treatment at 00:56:21. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient received the second inappropriate treatment at 00:56:47. The patient's rhythm at the time of treatment was intermittent cardiac activity and the post-shock rhythm was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2021.